Event description:
Tubing on side port of concha column (16023/10502) in humidifier had flattened next to port and was close to melting. Water level in the reservoir was 2 cm above the "replace" level line. Temp probe reading on display was 32 deg celcius. Temp setting on humidifier was at 9.